Manufacturer narrative:
The device was not returned for evaluation, as it remains implanted in the patient. However, procedural cine images were submitted for review. The procedural echo images were not provided. The cine images were reviewed by an edwards physician proctor, and the following observations and impressions were provided: · calcified coronary arteries (left and right system). · multiple areas of disease seen in the left anterior descending (lad). · calcified aortic annulus. · tee probe seen. · bav done 2 times, both with contrast injection (balloon size unknown). Leak seen around balloon. · lad wired (protected) with undeployed stent parked in left main. · first valve deployed, appears fully expanded and in good position, approximately 80:20 aortic/ventricular (a/v). · selective coronary angiogram of left coronary artery (patent). · CPR initiated. · aortic root angiogram shows patent coronary arteries. · central aortic insufficiency (ai) seen with wire out of annulus. · valve re-wired. · second valve deployed (no image provided of inflation). The second valve was deployed slightly lower within the first valve. · last angiogram shows central ai resolved. Impression/recommendations: a bav was done with injection (assume 20mm bav), confirms proper valve sizing. Post first valve deployment, valve appears in good position, fully expanded. Coronary arteries patent, however, heart function poor and CPR initiated. No cine images of ¿significant mitral insufficiency¿ seen from images provided. 2nd valve deployed within first valve and central ai resolved. However, cardiac function also improved. Possible causes of first valve ai could be secondary to poor heart function which would explain ¿severe mr¿. General anesthesia management with volume and inotropes has a very important role in this procedure. Fast decision and heart support (ECMO/bypass) is mandatory to restore blood pressure before deciding a second valve implant. Unable to determine cause of central ai or leaflet ¿coaptation¿ issues without echo images (requested but not provided). Coronary stent never deployed. No images provided showing ¿right coronary remained occluded¿. A device history record (DHR) review was performed and revealed no manufacturing related issues that could have contributed to the reported events. A lot history review did not reveal any other similar complaint. The IFU, device prepping manual, patient screening manual and training manual were reviewed for proper thv preparation, positioning and deployment, and post deployment thv assessment. No IFU/training deficiencies were identified. The complaint of valve regurgitation ¿ central leak was confirmed based on the review of provided cine imagery. Without echo imagery, the reported events relating to an immobile leaflet could not be determined. As a result, the complaint of leaflet inadequate coaptation was unable to be confirmed. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or nonfunctioning leaflet. Based on historical review of complaints, these events are typically a result of valve under expansion, native leaflet overhang due to valve deployment too ventricular, leaflet impingement due to guidewire, leaflet impingement in a calcified valve, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Per the IFU, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The aforementioned patient and/or procedural factors can all contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic regurgitation. In this case, the valve appeared to be fully expanded and deployed coaxially within annulus with 80:20 (a/v) ratio. Post thv deployment, a central leakage was observed without a wire across. Therefore, central regurgitation as a result of valve under expansion, native leaflet overhang due to valve deployment too ventricular, or leaflet impingement due to guidewire are likely not root causes for this case. The degree of native valve calcification was not provided for this case, therefore the possibility of leaflet impingement by calcification could not be determined. During the review of provided imagery, it was noted that CPR was initiated due to poor heart function. The change in blood pressure could affect the leaflets from proper coaptation, and subsequently lead to a central leakage. However, a definitive root cause was unable to be determined at this time. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. In this case, the cause of the reported right coronary occlusion cannot be determined, as no procedural images were provided showing this event. However, there may have been a temporary occlusion (i.e. Clot) that resolved without the need of further intervention. There was no allegation or indication a device malfunction contributed to this adverse event. While the complaint of leaflet inadequate coaptation in patient was unable to be confirmed, the complaint of valve central regurgitation was confirmed based on the review of provided imagery. No manufacturing non-conformance were identified during evaluation. A definitive root cause was unable to be determined at this time, but the reported events could be secondary to poor heart function. The change in blood pressure could affect the leaflets from properly coaptating, and subsequently lead to a central leakage. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the june 2018 control limits for applicable trend categories, no corrective or preventative action is required at this time.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. During the procedure there are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that procedural factors may have contributed to the event. In addition, the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(6) affiliate, the left coronary was protected prior to implant with a stent. After deployment of a 23 mm sapien 3 valve in the aortic position, both coronaries were obstructed by the native leaflets. As the left coronary was protected, the stent was unobstructed. There was no stent in the right coronary. An aortography injection revealed that the right coronary was occluded and there was a severe insufficiency. After the deployment of the valve, the patient was hypotensive and hemodynamics were ¿falling¿ and a pacemaker was needed; but it was not enough and patient was resuscitated, while cardiac massage was performed and defibrillator was applied. An echo revealed good position of the valve and a well-functioning valve, but there was no coaptation of the leaflets and significant mitral valve insufficiency was noted. A decision was made to place the patient in extracorporeal circulation to try to restore the blood flow to the right coronary. Once the patient was stabilized with the coronaries perfused, the echo images confirmed that the leaflets of the valve were not coapting. It was decided to implant a second valve inside the first one (valve in valve) and the severe insufficiency was resolved. The coaxial alignment of the valve and delivery system across the native annulus and image intensifier angle were good.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.